Event description:
This is being filed to report the clip failed efaa and jumped open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The imaging quality was decreasing throughout the procedure therefore a pillow was placed under the patients shoulder. The clip delivery system (cds) was advanced to the mitral valve. The leaflets were able to be grasped however the clip failed to establish final arm angle (efaa). The test was repeated and again the clip opened. When inverting the clip, the clip at first did not react but then it jumped open while turning the arm positioner. The clip was retracted to the left atrium (la) where the clip was closed. After grasping was simulated and efaa tested, the clip did not open; therefore the physician decided to use the clip. The cds was advanced back to the valve and the leaflets grasped however in the first efaa test the clip opened therefore the cds was removed. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa, difficult to open and clip jumping could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported clip open during efaa, difficult to open and clip jumping. There is no indication of a product issue with respect to manufacture, design, or labeling.